Event description:
Customer reportedly obtained results of 592 mg/dl, 576 mg/dl, and hi on advantage system 1 and 105mg/dl, 117mg/dl, and 120mg/dl on advantage system 2. Tests were performed within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in advantage system 2. Reference medwatch with a1 patient for suspect device in advantage system 1.